Event description:
Report received from abbott international affiliate that reads: "the report indicated that the clave plum set was used to infuse isovue 300 (contrast solution) to a pt who was undergoing a CT scan. The pt had a peripheral access device. The contrast solution was connected to the lower y port of the clave plum set. The slide clamp of the plum set was clamped above the y port. The contrast solution was infused by a power injector at 2.5 ml per sec (psi 300.) Less than one minute after the contrast solution infusion started, the tubing between the y port and the clamp "exploded." The x-ray technician suspected that the pt had a catheter occlusion, but cannot be sure. There were not consequences to the pt reported. The procedure was stopped, a nurse from the ICU went to radiology to restart the IV." Additional information has been requested, but has not been provided.